Event description:
Medtronicinterstim model 3058 installed needed 3 adjustments to prevent electrical feedback going down right leg within 8 months. No improvement felt. Turned device off. Did not work to control frequency or urgency of urinary flow. Started to send electrical impulses down right leg to heel area, became more frequent in occurrences and finally opted to have this useless, painful device removed. On (B)(6) 2011 had this removed under local anesthesia, could feel pressure being removed from heel area. Now can walk a little better and feel a healing process gradually taking place. Interstim (B)(4) was the electronic control.